Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's boyfriend called and reported that the customer received emergency medical assistance due to high blood glucose and falling on (B)(6) 2018 with blood glucose of over 500 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.